Event description:
Customer called to report high blood glucose. Blood glucose reading was 509 mg/dl. Customer's blood glucose reading was 105 mg/dl last night when she ate some cereal with milk and bolused. Blood glucose reading went up to 300 mg/dl in the middle of the night and there were no alerts. Customer disconnected from the insulin pump when her blood glucose went up to 509 mg/dl. Troubleshooting was performed. Small air bubbles were found in the tubing of the infusion set. The cannula was bent on the infusion set. Found a no delivery alarm that the customer did not hear. Low reservoir alerts were also noted in the history file. Advised to change entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.